Event description:
A pt was burned by a grounding pad.

Manufacturer narrative:
The grounding pad has not yet been returned, therefore, it has not undergone visual, performance and mechanical/physical testing. Details of the procedure, burn and the lot number of the grounding pad are unclear. A f/u report will be initiated when response is obtained from requests for info and after eval is complete; (B)(4) 2014.